Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient had received a ¿res vol low¿ alarm, followed by another alarm indicating a ¿blockage.¿ in response, the batteries were removed and then reinserted. Pump settings were reviewed: res vol ¿ 9.2 ml, rate ¿ 2.2 ml/hr, volume given ¿ 88.75 ml. An attempt was made to restart the infusion, but a ¿no disposable¿ alarm occurred. The alarm was silenced, and the patient was instructed to clamp the tubing. However, the patient was unable to get the clamp to stay closed. The cassette was tapped on a hard surface while still attached, but the ¿no disposable¿ alarm persisted. The pump was powered down, and the patient stated he would proceed to the clinic for 9:00 am. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.